Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, thick leaflets, and bilateral prolapsed leaflets. A mitraclip xtw was inserted and successfully deployed on the mitral valve. A second mitraclip xtw was then inserted and successfully deployed on the mitral valve. However, after deployment of the second clip, the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a mitraclip nt was successfully implanted between the slda clip and first implanted clip. The procedure was completed with three clips implanted. The mr was reduced to a grade of 1. There was no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation is related to challenging patient anatomy (thickened leaflets). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.